Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopping occurred. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor stopping is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.